Manufacturer narrative:
(B)(4). Review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. External & internal visual inspections revealed no problems. The assignable cause of the iipv found in the logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device was determined to meet the specifications relative to the iipv identified via device log review. A service history review revealed no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 9. The patient's largest prescribed fill volume (lpfv) was 500 ml and the drain volume was 826 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the home patient's nurse to notify her of the occurrence of iipv found during evaluation.

Manufacturer narrative:
(B)(4). Two of 2 emdrs. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.